Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visits and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been taken to the emergency room (ER) due to hyperglycemia; patient went to the emergency room twice in a 4 hour period (detailed as follows). Despite delivering multiple boluses, the patient's blood glucose (bg) levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. Patient was asleep and alerted by device when bg levels reached 200 mg/dl, 300 mg/dl, and eventually 400 mg/dl. Symptoms reported include vomiting. An ambulance was called and patient was taken to the emergency room; she was diagnosed with pneumonia and treated in the emergency room but does not recall the method of treatment used by doctors. The patient was also prescribed doxycycline (100 mg capsules; to be taken twice daily for 10 days) and was released due to covid precautions. Within hours, spouse called another ambulance and patient was again transported to the emergency room, and was released for covid precautions; no treatment at second emergency room visit was reported. This pod was replaced after returning home from the emergency room. The patient also reported previously having a kidney transplant and a stroke. Additionally, patient reported going back to the emergency room two days later due to ongoing nausea and elevated bg levels. On this visit, patient was given medication for pneumonia and was released the same day.

Manufacturer narrative:
Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin.